Manufacturer narrative:
Analysis found that overheating could not be verified. The motor stalled and displayed error code 16. Temperature test could not be performed. The device also failed the hipot test. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece overheated pre-operatively. There was no patient or staff impact. On follow up, it was confirmed that the overheating was sudden and device overheated in less than a minute. A back up device was also used.